Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a flare in the forceps and foreign objects in the nozzle. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the nozzle, but the type of the material or root cause cannot be identified. Moreover, the definitive root cause of the forceps flare could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.